Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for an episode that appeared to show possible supra ventricular tachycardia (svt). In addition, far field r-wave (ffrw) oversensing was noted on the atrial channel during atrial tachycardia/atrial fibrillation (at/af) episodes. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.